Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant when the physician attempted to implant in the ventricle, repeated attempts failed. The lead tip was noted to be damaged. The physician attempted to replace the lead but the replacement lead was still unable to be fixed. Due to placement difficulty the lead kept dislodging. The physician replaced the pacing lead with a defibrillation lead. No patient complications have been reported as a result of this event.